Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no information provided regarding any adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided guidance on continuing its use. The malfunction did not recur after the reset, and the customer was advised to contact support again if the issue reappeared.